Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, physician repositioned the atrial lead several times to find an appropriate position. The helix finally could not be fully retracted because the helix was over-torqued and lead mechanism was damaged. Lead was not used. Patient¿s condition was stable.

Manufacturer narrative:
Correction: please remove date of implant as lead was not implanted.